Event description:
According to the distributor's report, a physician called to inquire to open an eye that was glued shut. During application, some adhesive contacted the pt's eye and glued it shut. The pt was sent home with instructions to apply a wet compress. The next day the pt returned when the compress had not worked. The physician wanted information on how to open the eye. No further info is reported.